Event description:
It was reported that following the implant of a transcatheter pulmonary valve, the live measurements of pressures post implant showed sudden increases in pressures. Specifically, a sudden increase in left ventricular end-diastolic pressure (lv-edp) from 21 millimeters of mercury (mmhg) to 28 mmhg, with consecutive increase in mean pulmonary arterial pressure (mpap) to 37 mmhg. Left heart failure was diagnosed. Concomitant medication administered or adjusted due to this event. It was noted that there were no patient symptoms/injuries related to this event. Per the physician, the event had a causal relationship with valve and the valve implant procedure.

Manufacturer narrative:
A: select patient information cannot be included in the regulatory report due to regional privacy regulations. Continuation of d10: product ID (harmony¿ delivery catheter system); product lot/serial number (B)(6); product type: (delivery catheter system (dcs)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.